Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed, and the device passed the displacement test. Instructed the customer to disconnect and to reconnect at the p-cap connection to rewind and prime again, but the insulin pump alarmed an error. Advised the caller that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Unable to confirm motor error alarms and unable to complete a full functional test due to the error alarm. The motor was tested outside the device and passed the test. The insulin pump had cracks and scratches at the display window corners.